Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced drawer failure and required maintenance during a c-section resulting in a delay to patient care for several minutes. The customer stated that they were unable to access duramorph within the drawer and had to retrieve medication from another room. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device, reseated cables on mini drawers, and rebooted device. Device was tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system experienced drawer failure and required maintenance during a c-section resulting in a delay to patient care for several minutes. The customer stated that they were unable to access duramorph within the drawer and had to retrieve medication from another room. There was no reported patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-feb-2020 to 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to the drawer failure. The field service technician checked the station, reseated mini drawers and reboot station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system experienced drawer failure and required maintenance during a c-section resulting in a delay to patient care for several minutes. The customer stated that they were unable to access duramorph within the drawer and had to retrieve medication from another room. There was no reported patient or user harm.